Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 45. Details of surgery: sinus perforation and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene. The device was sent to the manufacturer. At the event the patient experienced infection, peri-implantitis, pain, mobility, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.